Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that patient presented with crown off. Implant was fractured horizontally 25% into the implant. Screw also fractured in half. One unknown zimmer implant was reported and returned for investigation. Visual/physical evaluation of the as returned product identified that the implant was still attached to a removal tool. There were no allegations against the removal tool. Therefore, the implant drive feature, collar and platform could not be evaluated, and implant fracture could not be confirmed. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images/x-ray for the reported event. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition). Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the patient presented with crown off. The implant was fractured horizontally 25% into the implant at tooth site #19. The screw also fractured in half (captured in (B)(4). Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog number unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. E1: reporter first/given name:(B)(6). E1: reporter last name: (B)(6). E1: reporter email address: (B)(6). E1: reporter address: (B)(6). E1: reporter country, state, city, zip code: (B)(6). E1: phone (B)(6). E1: health professional: (B)(6). E1: occupation: (B)(6). E1: initial reporter also sent report to FDA: unknown. . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.